Event description:
It was reported that the patient was losing medicine due to faulty cassettes. The cassette was replaced and the infusion was continued. No patient injury was reported.

Manufacturer narrative:
Operator of device: patient/consumer. Model # are unknown. No additional information has been provided to date. No product has been returned to date. A device history record (DHR) review was not performed as no lot or serial numbers were provided. If the product is returned, further investigation will be performed; and a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.